Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient has had a few withdrawal symptoms and that they are at the hospital at the (B)(6) for supervision. The motor stall did not recover and the cause or reason for the motor stall was not determined. No further complications were reported and/or anticipated.

Manufacturer narrative:
Adv evnt/prod prob: device problem no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml at 425.7 mcg/day via an implantable pump for an unknown indication for use. It was reported that during a refill the nurse saw that a motor stall had occurred. There were no reported patient symptoms. It was reported that no diagnostics/troubleshooting had been done. There were no interventions/actions that were taken to resolve the issue. The issue was not resolved at the time of this report. Surgical intervention has not occurred and was unknown if it was planned. The patient status was alive-no injury. There were no reported complications.